Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-13393. The pt reported he was receiving stimulation. The pt also stated the last time he charged his ipg, the ipg area became a little warm. A new charger was shipped to the pt on (B)(6) 2013. F/u pending. On 08/01/2012 st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory and field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.